Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 09/13/2024, it was reported by a sales representative via (B)(4) that an ar-6480 dualwave pump was turning off and on. This occurred during a case it was restarting mid-case. The patient wasn't affected.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint is not confirmed, and no related issues were found. One unpackaged ar-6480 dualwave arthroscopy fluid management system, serial number (B)(6), was returned for evaluation. The returned device was visually inspected, and it was noted some marks on the top panel of the housing, signs of wear and tear. The returned device was assembled with an ar-6410 lot# 73988853 pump tubing and was tested and evaluated under normal use conditions to see if the issue(s) reported could be reproduced. The pump was connected to the power and turned on. After selecting the pre-set pressure, the run button was pressed to start the machine upon letting the pump run for 49 minutes with no issues. No changes in the pressure were noted during the time the machine was tested. During the testing time, the pump didn't turn off and on or stop working by itself. To test the outflow system, the device was assembled with an ar-6430, lot 73002759. The lavage and rinse buttons were pressed to evaluate the functionality, and no issues were noted. The device is working as intended. The device works as intended and described on the dfu-0212-eor1_fmt_en. Pressure fault test: when the pressure was artificially lowered by removing the inlet from the fluid source, an alarm was triggered, and the device stopped. This behavior is expected, and no problem was found. A clamping test was performed as defined in the user guide (dfu-0212 rev 1¿section 5.2) to simulate an overpressure failure on the pump and verify whether an error message and/or audible alarm would be triggered. The clamp test results indicate that the pump triggered an alarm, and the rollers stopped moving. -it was noted during the test that the pump motor/rotating parts made a loud noise when running. A cause of the loud motor can be attributed to wear and tear from extended usage in the field since the device was manufactured in 2015. Pressure testing evaluation with the pressure calibrator set at 100 and 200 mmhg gave the pump pressure results of 46 and 91, respectively. These results indicated no problem with pressures.

Event description:
The rep reported the following information that is being added and became aware 10/3/2024 " it was discovered during the room set up before the case began. The patient wasn't affected. Arthrex tubing was used, but the lot information is not available. The pump was swapped out for the case."

Manufacturer narrative:
Additional information: b5, h1, h3, h6. Correction: h1 to n/a. Arthrex previously submitted this event as a reportable malfunction out of an abundance of caution. Upon receiving additional information from the field that clarified the event and evaluation of the returned devices, it has been determined that this event does not meet the criteria of a reportable event under 21 cfr 803.